Manufacturer narrative:
(B)(4).

Event description:
The patient reported no therapeutic benefit and stimulation in the wrong area. He had tried each of the programs for about 3-4 days but had not increased the settings that much. He had seen his healthcare provider (hcp) a short while ago and was told to start using the catheter as they had checked his urine and it was at 800 and was told it should be more around 600. The nurse had told him to try different programs. The patient was redirected to his hcp was going to try maxing out the settings on each program and to keep track of the results. Stimulation was noted to be in the upper butt. This had occurred since implant. Additional information received from the patient in response to follow-up reviewed the information previously reported and reviewed that he was feeling the vibration at the top of his buttocks. He was currently on program 1 at 1.05 volts. Falls/trauma were denied. The patient was redirected to his hcp. Relevant medical history included urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No further follow-up was required.